Event description:
It was reported, the egk (electrocardiogram) signal is bad. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Further analysis revealed a loose ECG (electrocardiogram) connector. A printed circuit board was found out of mechanical specification.